Manufacturer narrative:
Of the 8 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to motor failures. During investigation for unrelated allegations, there were 7 instances of motor failures. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 4 were female and 4 were unknown.